Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off no power alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Troubleshooting was performed and noticed this is not the second occurrence of off no power alarm without a low battery warning. New battery resolved the issue. Advised to monitor the pump. The insulin pump will not be returned for analysis.